Event description:
It was reported that the next morning post implant, the right atrial (ra) lead had become dislodged, resulting in undersensing and loss of capture. The physician opted to have the pocket reopened and repositioned the ra lead. The following day, the patient experienced atrial fibrillation (af). The physician chose to have the patient come in every week to have anti-tachycardia pacing (atp) given manually for the af given the recent implant. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).